Event description:
This report is to advise of an event observed during analysis confirming a fracture at the catheter shaft

Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. When performing the shaft leak test; the recorded value was over the set pressure limit and was no longer within specifications. Microscopic inspection of the distal shaft revealed a bend and damage at electrode ring 4, consistent with the failed shaft leak test. In addition, conductor wire 3 was noted to be protruding from the shaft at the distal edge of electrode ring 4. Further investigation revealed conductor wire 3 was fractured at the distal edge of electrode ring 4, consistent with the aforementioned bend, protrusion, and failed shaft leak test. Conductor wire 2 was revealed to be fractured within the deflectable portion of the shaft proximal to electrode ring 4. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the of the bend at electrode ring 4 and the resulting conductor wire 3 fracture, protrusion, and failed shaft leak test could not be conclusively determined.